Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of dust and dirt contamination. In addition, missing filter cover, evidence of water ingress to the blower assembly, the system board, blower assembly, blower bellows, blower mount, blower chassis plate, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination. And the software was reloaded.